Event description:
Approximately one year ago, the subject device and concomitant devices were implanted at c5-c7 during an anterior cervical discectomy and fusion with decompression of the right sixth and right seventh nerve roots. On 10/23/1998, it was found that solid fusion had occurred at c5-c7 and the subject device had displaced slightly. On 11/24/1998, all devices were removed to prevent complication should the subject device displace further.